Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having weak spells and also stated that they were consistently weak. They also reported that their implantable pulse generator (ipg) longevity had reduced by half within one year, and then again two years later, their battery longevity had reduced by another six years. The ipg remains in use. No further patient complications have been reported as a result of this event.